Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: this device was returned for evaluation. A visual and functional assessment was performed by quality engineering which determined that the device passed all pre-repair diagnostic assessments and no failures were identified. Therefore, the reported condition was not confirmed, and an assignable root cause was not determined. UDI: (B)(4).

Event description:
It was reported that during pre-surgery, it was discovered that the attachment device was making a different noise and would not stay connected to the handpiece device. It was reported that there were no delays to the surgical procedure as a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.